Event description:
Note: this report pertains to one of two complaint cre balloons used in the same procedure. Manufacturer report # 3005099803-2011-03929 and manufacturer report # 3005099803-2011-03930 address these devices. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during an endoscopic esophageal dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, both of the balloons burst. It was reported that the dilatation was performed on the third attempt. The patient was reported to be stable at the conclusion of the procedure and there were no serious injuries as a result of this event. Attempts to obtain further information have been made, however no information has been received. If any information is obtained, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint cre balloons used in the same procedure. Manufacturer report # 3005099803-2011-03929 and manufacturer report # 3005099803-2011-03930 address these devices. It was reported to boston scientific corporation on (B)(4) 2011 that two cre balloon dilatation catheters were used during an endoscopic esophageal dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, both of the balloons burst. It was reported that the dilatation was performed on the third attempt. The patient was reported to be stable at the conclusion of the procedure and there were no serious injuries as a result of this event. Attempts to obtain further information have been made, however no information has been received. If any information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
Patient age is unknown, however, the patient was reported to be over 18 years old. It is unknown whether the device was re-sterilized. (B)(4) for the reported event of balloon burst. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no defects to the catheter of the device. The balloon portion of the device was found to be detached from the catheter and separated from the balloon bonds. The balloon material was not returned. The balloon bonds were intact with no defects. Based on the condition of the returned device, the complaint that the balloon burst was confirmed. It is likely the balloon first burst and that the material then detached during removal of the device from the endoscope. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (such as tortuous anatomy or contact with a sharp exterior source). A review of the device history record (DHR) was performed and no anomalies were noted.